Event description:
It was reported that the patients ipg was unable to communicate with external devices. The patient has not recharged or used their system in years. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.